Manufacturer narrative:
E1: customer name and address = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the device package during preparation for an unknown procedure, the hub of a flexor shuttle tibial guiding sheath was found to be separated from the device. The device did not make patient contact. Another sheath was used to successfully complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, upon opening the device package during preparation for an unknown procedure, the hub of a flexor shuttle tibial guiding sheath was found to be separated from the device. The device did not make patient contact. Another sheath was used to successfully complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complainant returned one prior to use flexor shuttle tibial guiding sheath to cook for investigation. Physical examination of the returned device showed the hub was separated from the sheath. The flare was out of round and no material remained in the hub. A document-based investigation evaluation was also performed. No related non-conformances were found. A review of complaint history found no additional complaints for this lot number. Cook also investigated all lots checked by the same personnel during the same week as the complaint lot. A database search for all final lots from inspected devices revealed no additional complaints have been reported from the field. The customer followed all relevant instructions in the IFU related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. However, cook has concluded that this is an isolated incident, there is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded a quality control deficiency contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.